Manufacturer narrative:
Date rec¿d by MFR: 08aug2019, date of report : 13aug2019. The part was returned to the manufacturer for failure investigation. It was determined that the reported complaint of the touchscreen failed is not duplicated. There is no fault found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date not specified. Date of report: 01may2019. The manufacturer's field service engineer confirmed the reported touchscreen issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.